Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0f808, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient just had a device implanted two days prior and the patient was ¿so out of it¿ that stimulation wasn¿t turned on until yesterday. It was noted that the patient had to urinate repeatedly yesterday, ¿about every 20 minutes or so¿ and the day of the report between 3 am and 9 am the patient was going more than twice an hour. It was reported that this was way more than normal for the patient, the patient wondered if this could be because she was given a lot of fluids during the procedure, the urine was mostly clear, and the patient didn¿t eat a lot yesterday. The reporter stated that the patient could feel the stimulation sensation comfortably ¿above the butt crack in the middle¿ it was noted that the patient was on program 1 at 2.0 and planned to contact her managing healthcare provider. It was later reported that the cause of the event was post-operative and was attributed to the lead and programmer. It was noted that contacts 0, 1, 2, and 3 were not working. It was noted that there was an x-ray but that the date of the x-ray was ¿unknown ¿ not performed.¿ it was unclear if an x-ray was done or not. It was reported that the program was changed and signs and symptoms associated with the event included frequency. The patient did not require hospitalization and the outcome was noted as non-serious injury or illness.